Event description:
Reportable on analysis completed on 19dec2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image. The device was removed, and the procedure completed with a different device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed imaging window detachment.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the imaging window was detached. No imaging core windup was found within the telescope and sheath sections of the device. Impedance testing showed at electrical open at the proximal end of the catheter between 150 and the most proximal. A video provided by the site showed evidence of the reported issue.